Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 450 units of insulin during the load sequence. Tandem technical support educated the customer that cartridges are only designed to hold up to 300 units and customer acknowledged. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer's blood glucose level.